Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, the device was explanted and replaced successfully. The device was sent back for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the device displays error message cannot be established, as the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported device displays error message cannot be confirmed. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, the device was explanted and replaced successfully. The device was sent back for device analysis. No additional adverse patient effects were reported.